Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where patient reported discrepancies between the sensor glucose (sg) readings and blood glucose (bg) measurement. The patient provided the following examples. Sg mmol/l date time bg mmol/l date time: (B)(6) 2025 08:21 (B)(6) 2025 08:17. (B)(6) 2025 12:03 (B)(6) 2025 12:01. (B)(6) 2025 17:07 (B)(6) 2025 17:05. (B)(6) 2025 09:43 (B)(6) 2025 09:41. (B)(6) 2025 10:47. (B)(6) 2025 10:46. The system identified instability resulting in early sensor retirement. A return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
User stated sg values differ form bg values and received a "sensor replacement" alert. User provided example sets of difference in values and case was escalated. Upon escalation review, support found that the system observed some instability. Support opened an early sensor replacement case that investigation the possibility that the user's sensor was going through the oxidation process which led to instability and an early "sensor replacement" alert. Support advised that user proceed with sensor replacement under the case (complaint (B)(4)). After multiple attempts to follow up with user to provide escalated feedback, user remained unresponsive. B4. Date of this report 01 sept 2025. G3. Date received by the manufacturer? 01 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.